Manufacturer narrative:
PMA/510(k) # k142688. The device was not returned for evaluation; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the needle would not fully retract during first pass. During the second pass, the needle retracted as intended.